Manufacturer narrative:
Product was not returned for evaluation. The data logs were observed and there was a trend in placement signal and low flows throughout the case. On (B)(6) there were many suction alarms and low flows. The flows improved the next day and remained stable for the duration of the case. The clinical details state that the suction alarms and flows improved by increasing volume. Based on the data log analysis and clinical details, the root cause of the low pump flow is most likely due to the patients condition.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella 5.5device for mechanical circulatory support. The complainant reported that suction alarms occurred. 250ml albumin and one unit of packed red blood cells (prbc) were administered to the patient and suction resolved. No patient harm was reported due to the issue.